Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site following weight loss. Surgical intervention was undertaken wherein the ipg was explanted and replaced, and the pocket site was revised.